Manufacturer narrative:
The motor error alarm during the basic occlusion test due to faulty fsr(gold). Motor passed motor test. The insulin pump unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reports that he had motor error three times since yesterday. Troubleshooting was performed. The blood glucose 26 mmol/l. Products is expected to return.